Event description:
Additional information received reported that an x-ray from (B)(6) 2014 showed the ins was not flipped prior to event date of (B)(6) 2014. Additional information received reported the patient would be going to the hospital next week to check the location and the function of the implantable neurostimulator (ins). Additional information received reported the manufacturing representative met with the patient on the day of this report. The reporter stated the ins was not flipped, but it was implanted too deep. The reporter further stated that it was possible to recharge the ins after two physician mode recharges (pmr). It was noted the manufacturing representative programmed the ins and the patient had achieved a good result.

Event description:
It was reported that there was a telemetry and interrogation issue. It was noted that it was impossible to recharge. It was noted that (3) several recharger had been tested. It was noted that the recharger and implantable neurostimulator (ins) were able to connect but there was no charging efficiency. It was noted that the ins was well palpable. It was noted that the patient was alive with no injury and there were no patient symptoms associated with the event. Additional information received reported that an x-ray was taken but it was not yet available. It was noted that there was no known issue with the ins. It was noted that the patient was doing well and currently benefited from the therapy but the battery of the ins was very low. Additional information received reported that the health care professional (hcp) was currently on vacation and that was why it was not possible to get the x-ray and as a result, it was not possible to tell if the ins was flipped or not.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. According to the trace report, poor coupling was observed on the last 6 recharge sessions. This could be contributed to the ins being implanted too deep in the pocket as stated in the returned information. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 5 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore advanced ins, indicating that this ins is working correctly with a recharger.